Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the patient's right atrial (ra) lead had a history of oversensing noise. The lead was capped and replaced on (B)(6) 2024. The patient's condition was stable.